Manufacturer narrative:
Follow up #1 submitted: (B)(6) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: on examination, there was no damage to the audio bolus button. On testing, the audio bolus button was normally responsive to user input. A 10 unit bolus was performed without issue. The button cover was removed for investigation and did not reveal any evidence of defect, damage or contamination. Investigation was unable to confirm or duplicate the complaint.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the audio bolus button was delayed in response. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.